Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number. Additional information has been requested.

Event description:
While inserting the helical blade for an orif of the left hip, the helical blade coupling screw broke. All broken pieces were retrieved. The helical blade was fully inserted. An additional 45 minutes to 1.5 hours was required to remove the coupling screw from the helical blade and the helical blade inserter. The coupling screw was removed with a screw removal set. In the process of removing the devices, other concomitant devices became damaged.